Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2012 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that an MRI was being done to check on a previously diagnosed granuloma. Details on when the granuloma was diagnosed were unknown to the reporter. The device system was used to deliver morphine 25mg/ml at 10.207mg/day. The cause of the event, additional patient symptoms, treatment/interventions, diagnostics/troubleshooting, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that the patient was not taking any oral medication and had no medical history pertinent to this event. The patient was experiencing back pain but had no other symptoms. The catheter tip was placed at t8-t9. It was placed high because that¿s where the patient¿s pain was. The mass was diagnosed via MRI. The first MRI was at the end of (B)(6) and the second, done with contrast, was at the end of (B)(6). The mass was officially diagnosed with the second MRI. The mass was found near the end of the catheter tip. No information regarding the size or the cause of the mass was determined. During the last week of (B)(6), a surgery was done to remove the mass. In (B)(6), the patient was seen for a post-operative visit. At this time, the patient was doing well and was receiving effective therapy.